Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac defibrillator exhibited failure to be interrogated. No intervention was performed. The patient was in stable condition and continue to monitor.